Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replicated the 32056 error code and replaced universal surgical manipulator (usm) 3 to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and in artemis, the 32056 error along with (B)(4) errors, was found indicating an inter-integrated circuit (i2c) device error and a usm encoder error on the axes controller arm (aca) , confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit installed onto an in-house system where the 32056 error was triggered with a 1123 error in the logs, replicating the reported event. The unit was then installed on an in-house patient side cart fixture test platform (pftp) where the unit failed agc current on the yaw axis. A golden yaw searchlight flat flex cable (ffc) was installed and passed agc current but failed on the sensors check, verifying that the yaw searchlight printed circuit assembly (pca) and the yaw searchlight ffc to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, site was getting repeated faults on universal surgical manipulator (usm) 3. Tse reviewed logs and confirmed errors. Site tried power cycling and hard cycling patient side cart (psc) but issue remained. The procedure was completing as planned with no reported injury.